Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device was unable to be interrogated and there was no magnet response. The device had been programmed to vvir 70, but at the device check it was not pacing and the patients underlying rate was 40 beats per minutes. Also at the last device check three months prior the battery voltage was 2.74 volts and longevity was estimated at 11 - 37 months with an average of 25 months. It was noted that the patient denies any medical procedures or injuries since his last visit. The device was going to be scheduled for replacement. No patient complications have been reported as a result of this event.